Event description:
Pt was admitted on (B)(6) 2018 with fever and sepsis. This is an oncology pt that was in our pediatric ICU in (B)(6) and discharged (B)(6) 2018. He has been received daily radiation therapy at the hospital and has a central line. He presented with fevers and blood cultures were obtained which grew serratia marcescens. His isolate was sent to our state health department for pfge testing and was a match to the other two pts serratia marcescens isolates previously reported. Strength: 10 units ml millilitre(s). Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.